Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient experienced bent needles of infusion sets, which led to frequent episodes of hyperglycemia event on (B)(6) 2026. During the event, the patient's blood glucose level was 300 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.